Event description:
It was reported to philips that the system was unable to boot. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, an diagnostic treatment procedure was performed when the issue happened. The procedure was completed by rescheduling and shifting to another room. The philips field service engineer (fse) visited the site and confirmed that the reported issue. After reviewing the log, fse found the reported malfunction. Fse tested x-ray tube filament, measured and exceeding the threshold. To resolve the problem, next follow up visit, fse installed new x-ray tube and return the part for further analysis, and it found filament wear out is normal after 67 months and that has happened for normal wear and tear, blown large filament. After replacing x-ray tube, the system was restored to normal working order. The codes were updated based on the investigation outcome.